Event description:
It was reported that, 2 (two) products on a carton of melolin sterile 10x10cm ctn 100 had black foreign substances on the pad, so it was not used. This happened before use in patient. Treatment was performed, without any delay, with a back-up device instead. Patient was not injured as consequence of this problem.

Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation, visual inspection reported black foreign marks on the lint pad the functional evaluation found the device contaminated with chemical or other substance, establishing a relationship between the device and the reported event. The root cause identified as a manufacturing issues during set up, a review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.